Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿higher component malposition rates with patient-specific cruciate retaining tka that contemporary posterior stabilized tka¿, by prakrit kurmar, et al, published by the journal of knee surgery (2019), 7 pages, was reviewed. The purpose of this study was to compare the survival of a competitor, custom made cr total knee system with the depuy attune posterior stabilizing primary total knee system in 185 knees implanted between july 1, 2013 and december 31, 2014. In all cases, the patella was not resurfaced, and the cement utilized is unknown. Depuy products: 91 attune ps primary knee including a cemented femoral component, cemented tibial component, and tibial insert. The patella was not resurfaced, and the cement utilized is unknown. Radiographic results: unknown number of kneed were identified as misaligned, no treatment was specified. An unknown number of knees identified femoral notching, no treatment was specified. Revisions: 1 revision for aseptic loosening. The loosened component was not specified. 1 revision for joint instability secondary to misalignment. 1 revision for musculoskeletal stiffness. An unknown number of revisions were performed to treat unspecified infections. Captured in this complaint: 4 attune knee systems revised. 1 radiographically identified attune femoral component and tibial tray.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.